Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The philips field service engineer (fse) confirmed the external battery was bad. While performing annual performance maintenance, the fse discovered the unit would not run on external battery. The fse replaced external battery, unit passed all performance tests and is ready to be returned to service.

Event description:
Philips field service engineer (fse) reported a battery failure. There was no patient or user harm reported. The event date was not specified; estimate used.